Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Blood glucose was not impacted. Reportedly, customer was then able to successfully start a sensor session with the new transmitter ID on the pump and the customer continued to insulin therapy.